Event description:
It was reported that ¿about a year ago¿ the patient¿s catheter was blocked. The health care provider (hcp) did a dye study which pushed ¿a lot of medication in to his spine¿ and the patient reportedly slept for nineteen hours. It was reported the patient had morphine in his device however he did not know which other drug was in the pump. It was later reported ¿about a year and a half ago something crystallized at the tip of the catheter.¿ the health care provider (hcp) ran dye through the catheter to open it up and the patient slept for nineteen hours in the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial #(B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).